Event description:
Edwards received information that this surgeon used a 21 mm and a 23 mm sizer to size for an edwards bioprosthetic valve. It was reported that upon manipulation of the device, the aorta was "shredded" all the way down to the root and a small hole in the back of the heart was created. The surgeon noticed a calcium bar next to the left main coronary and concluded that both sizers were hung up on this and the downward pressure caused the aorta to tear. Another 21 mm edwards pericardial bioprosthesis was implanted and the patient was transferred to the ICU in stable condition. She was later discharged on post-operative day #9.

Manufacturer narrative:
Method: sizers not returned. Additional manufacturer narrative: the sizers were not returned to edwards for analysis as they remain at the hospital. In this case, the patient sustained injury to the aorta (a "small hole") during sizing as it became hung up on a calcium bar. The surgical approach was changed from minimally invasive to full sternotomy to repair this and the surgeon alleged the injury was created as the sizer was used. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
(B)(4).